Manufacturer narrative:
Batch review performed on 13 july 2017. Lot 147289: (B)(4) items manufactured and released on 16 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.0036rp patella resurfacing # 4 lot. 141655. (B)(4) items manufactured and released on 03 july 2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The patient was septic. The surgeon washed out the knee and swapped the poly and revised the patella. The surgery was completed successfully. X-rays and explants are not available.